Event description:
Pt had total knee arthroplasty on the left in 2005, using biomed vanguard total knee system. In october 2006, x-rays showed satisfactory position and alignment. Had full ambulation of left knee. Approximately 2 weeks prior to 2007, c/o "sticking sensation in medical soft tissues of left knee. Xrays showed complete dislodging of locking bar securing tibial liner to tibial base plate.